Event description:
A greenfield filter was implanted on (B)(6) 2005. On (B)(6) 2019 it was noted via a CT scan that a perforation had occurred. Struts and majority of filter are infrarenal in location and apex of filter tip is located just at level of renal veins. Tip of filter lies just beyond wall of ivc. Approximately 30 degrees of left lateral angulation of filter relative to long axis of vena cava. Struts extend beyond ivc wall perforated up to 3.2mm. Slight bending of 2 struts. No further patient complications were reported. It was further reported that the other 3 struts including the 12 o'clock, 2 o'clock and 5 o'clock positions were inseparable from the outer wall of the ivc. There was no perforation into the adjacent aorta. There was no extension of the struts into adjacent organs.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On (B)(6) 2019 it was noted via a CT scan that a perforation had occurred. Struts and majority of filter are infrarenal in location and apex of filter tip is located just at level of renal veins. Tip of filter lies just beyond wall of ivc. Approximately 30 degrees of left lateral angulation of filter relative to long axis of vena cava. Struts extend beyond ivc wall perforated up to 3.2mm. Slight bending of 2 struts. No further patient complications were reported.